Event description:
Forceps used in the biopsy of tissue during bronchoscopy. Product was found to be broken when removed from scope. The piece missing was about 1mm in size & & was unable to locate. No apparent problem with pt. Limited CT of lung was negative.